Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
It was reported that the battery recharger had caught fire. The device was removed from service and a replacement was sent.no reports of patient injury are associated with this event.

Manufacturer narrative:
This report is filed august 15, 2014.